Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp felt abdominal pain, as if pt were overfilled, while using the homechoice cycler for apd therapy. The hp received a "low drain volume" alarm during the initial drain, after which pt pried open the door of the homechoice cycler. The cycler was turned off/on and a new apd therapy was initiated. The initial drain was bypassed after removing a small volume of fluid, which forced the cycler to advance from the initial drain into fill 1 and deliver the programmed fill volume of 2000mls. During drain 1, the hp drained the programmed fill volume plus an additional 1935mls. During fill 2, the hp received 1435mls when therapy was discontinued. According to the hcp, the hp felt overfilled and panicked, at which time they non-aseptically disconnected from the homechoice system and allowed fluid to freely flow from the catheter into the toilet. The hp's abdominal pain continued and the hp went to the ER, where pt received keflex prophylacticaly due to the non-aseptic disconnection. The hp returned home from the ER the same day and there was no peritonitis and no permanent pt injury.